Event description:
During l4-s1 lumbar fusion procedure: surgeon was attempting to insert the screw on the left at s1, surgeon leaned back on the screw on the left at s1, surgeon leaned back on the screw and the threads of the screw peeled, the holding sleeve broke, and it appeared the tip of the screw driver broke. All fragments from the screw, sleeve and driver were retrieved. Surgeon used a new screw to complete the procedure with no further problems, the procedure was completed. This is 2 of 3 reports.

Manufacturer narrative:
The device arrived with the outer shaft disassembled from the inner shaft, and the threads are damaged, the tip is broken. The outer shaft of this device does not appear to be correct. The metal shaft has been replaced with a plastic one. The complaint issue is due to an unknown cause. The instrument conformed to specifications at the time of manufacturing and passed synthes incoming inspection. The unit returned for the complaint met functional requirements on the drawing.

Manufacturer narrative:
The device history records were reviewed. (B)(4) parts were received by synthes from the supplier. The parts went through the inspection process and (B)(4) units were found to have thread diameters out of tolerance. The balance of parts met specification. The out of tolerance units were shipped back to the supplier for rework. (B)(4) parts were returned after rework and went through the inspection process. All (B)(4) passed specifications. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer evaluated the devices and the report received indicates the failure mechanism displayed by the damaged implant / holding sleeve can only be achieved through an applied tensile load. The condition of the screw indicates that the engaged holding sleeve was partially unthreaded from the implant interface when the surgeon performed the maneuver as described, subjecting the assembly to a concentrated cantilever load. This incomplete engagement allowed the cantilever force to concentrate on one section of the identified threads, exceeding the designs tensile limits. No other evidence of damage was observed. The chipping of the t25 lobes can be attributed to slippage of the drivers with respect to the male and female t25 geometries, which in this case resulted from incomplete driver-bonescrew engagement. Extensive bench testing supports this theory, results showing a 15 nm average failure torque for the matrix t25 driver geometry. The matrix surgical technique guides, as well as other product support information, fully illustrate the proper method of loading and unloading matrix pedicle screws from a holding sleeve utilizing a matrix t25 driver. Evidence indicates improper assembly combined with an overly aggressive surgeon technique caused a propagation of forces to exceed the designs intended limits, which led to the subsequent failure. The design risk assessment was reviewed and found to be adequate for the intended use.